Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019.

Event description:
It was reported that the ventilator produced a low priority alarm. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.

Manufacturer narrative:
G4: 18nov2019; b4: 19nov2019. Multiple unsuccessful attempts were made to confirm the replacement of the aged battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 10 sep 2019. The fse (field service engineer) evaluated the ventilator and found the "backup alarm failed" diagnostic code recorded in the logs. The fse identified that the battery was depleted since the ventilator was not connected to ac (alternating current) power. The auxiliary alarm supply voltage dropped below the allowed threshold due to the depleted battery, which subsequently caused the occurrence of the backup alarm failure. Although the battery passed testing, it requires replacement since it has reached its life expectancy of 5 years. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 18oct2019. The patient's information could not be disclosed. There was no medical intervention required as a result of this event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator produced a low priority alarm. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.